Manufacturer narrative:
Product event summary: this report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the generator was returned and analysis found the lower case damaged and the battery drawer missing, the upper case, lead flex cover and side bail covers were broken, the battery release was contaminated, one case screw, the side bails and the battery drawer o-ring were missing and that the ring was bent. (B)(6). (B)(4).

Event description:
It was reported the case is damaged and the battery compartment is missing. The device was returned for repair. No information was received indicating patient involvement. The generator subsequently tested out of specification during manufacturer's analysis.